Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 51 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer also reported that the insulin pump had pump error alarm. However, the alarm was able to clear and was able to rewound. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump will not be returning for analysis.